Event description:
It was reported to boston scientific corporation that a ultratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire separated from the tip at the beginning of the sphincterotomy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.